Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. In addition, this lead was dislodged and it was confirmed thru fluoroscopy. This lead was surgically revised. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.